Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin. When the insulin cartridge is full, the patient experienced hypoglycemia. When the insulin cartridge is only 1/4 full, the patient needed to deliver 1.5 units more at each basal rate so that her blood glucose values are correct.